Event description:
It was reported that: the collagen was inserted into the vessel. Ballooned and cover stented right cfa. Additional information received on 29jan2024: after taking a picture of the occluded vessel, we determined that the operator had inserted the blue tube but relaxed his back tension. Malpositioned, we did not cut down but we believe the collagen was inserted. The doctor did not maintain back tension while inserted the blue tube. This was the doctors first deployment. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). A product evaluation could not be completed as no product was returned for investigation. The device lot history record review for lot number mn2301537 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Customer stated, "mispositioned, we did not cut down, but we believe the collagen was inserted. After taking a picture of the occluded vessel, we determined that the operator had inserted the blue tube but relaxed his back tension." A covered stent was placed, and the patient experienced no harm or consequence from this event. It was unknown if any damages were present on the unit. The IFU states the following per deployment steps: - maintain constant yellow/green tension while the blue lock advancement tube emerges from the manta closure. Note that the tension gauge indicator will show a red zone when excessive force is applied. - while maintaining light tension as indicated by the yellow/green to full green indicator, grasp the blue lock advancement tube. - lightly slide the blue lock advancement tube down the suture and advance the radiopaque lock distally to secure the implant, maintaining constant tension (indicator showing green) on the manta closure handle with the right hand. Excess tension could lead to the components deployed inside of the vessel. Per customer response, collagen and foot plate were deployed within the vessel. Surgical cutdown was employed to remove the manta. A manufacturing record review was completed and no related nonconformances were found. Based on the information, the most likely root cause of the issue is user error. The der process will monitor for similar events.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: the collagen was inserted into the vessel. Ballooned and cover stented right cfa. Additional information received on 29 jan 2024: after taking a picture of the occluded vessel, we determined that the operator had inserted the blue tube but relaxed his back tension. Malpositioned, we did not cut down but we believe the collagen was inserted. The doctor did not maintain back tension while inserted the blue tube. This was the doctors first deployment. The patient was reported as fine post the procedure.